Manufacturer narrative:
This is a duplicate report of 1818910-2013-34875. This report, 1818910-2013-33639, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-34875.

Manufacturer narrative:
The device associated with the reported event was not returned. Review of the device history records did not reveal any related anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions about the reported event based on the information available. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address poly wear and osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.